Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) reporting that the patient is experiencing not surging but the stim is cutting in and out and patient described it as "sputtering". The rep states patient has two leads and one lead had impedance issues in which some of the electrodes were over 10,000 ohms (difference reference electrodes were checked) but the other lead had no impedance issues. They did not check therapy impedance. Caller states patient came in and was programmed on both leads and caller reprogrammed them to just use the lead without impedance issues. Caller states even when programmed with viable contacts, the patient was still experiencing the "sputtering". There were no reported trauma/falls that could be related to this issue. The rep was instructed to complete the following if the patient is seen again: palpate along the system with stim on to see if any response is elicited, x-rays to check for possible system damage and if stim goes away while patient is in the office, check impedances at that moment to see if they vary from when stim is present. Tech services reviewed the possibility of a fluid short and mentioned that the patient may need a revision to resolve the issue. The rep also noted hearing of this happening 4-5 other times in the past but didn't know if those instances were reported and had no further information on those cases. The patients device was reprogrammed utilizing the lead without the impedance issues. The patient was stable and stated that she felt great. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.